Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 4.5 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient returned for a follow-up approximately 1 year post-implant, when a type iii endoleak was noted between the aneurx aortic cuff and the aneurx bifurcated stent graft, due to the distal migration of the bifurcated stent graft. The physician elected to intervene by implanting 4 aortic cuffs from another manufacturer. The patient returned for a follow-up approximately 1 month ago, and type I and type iii endoleaks were noted between and proximal to the other manufacturer's cuffs. At that follow-up, the CT showed that the aneurysm was 9.5 cm and that the vessels were mildly tortuous and mildly calcified. The aortic neck has disease progression, a current diameter of 32 cm, and was angled 70 degrees. The patient is not a candidate for an open surgical repair and may be treated at a later time. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: (endoleak, graft migration). (Disease progression; aortic neck angulation). (Intervention required). (Endoleak, type iii).